Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter. At 8:55, the result was 61 mg/dl. At 8:57, the result was 150 mg/dl. At 8:58, the result was 344 mg/dl at 8:59, the result using another accu-chek inform ii meter (serial number not known) was 61 mg/dl. This result was believed to be correct. Food was provided based on the result of 61 mg/dl.

Manufacturer narrative:
The meter serial number was (B)(6). Linearity and qc testing were performed on the meter and were within range. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.